Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri-45 implantable pacing lead, (B)(6) 2013; 5086mri-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the device¿s longevity estimate was 5.5 years. The physician understood that the longevity estimate would become more accurate as the device enters midlife, but thought that the estimate should be accurate for the entire life of the device. The device remains in use. No patient complications have been reported as a result of this event.